Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water tube and air/water cylinder with foreign objects. There were no reports of patient involvement.